Manufacturer narrative:
Additional information:it was reported that an additional valiant navion was implanted during the index procedure. The date of death is unknown. The cause of death according to the physician is the cerebral accident. Other relevant devices are: vnmf4040c183tu; s/n: (B)(4); use by date: 2020-10-09; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for an unknown endovascular treatment. It was reported that on an unknown date the patient suffered from a stroke and is now deceased. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is expired.